Event description:
The reporter called and alleged discrepant results when compared to the lab. The reported device results were 6.2 and 5.9 inr. The corresponding lab result reported was 2.96 inr. The pt was advised to hold coumadin until the lab result was known. The device was replaced and requested to be returned for eval.